Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing. The lot history record for the band and for the port lot was reviewed and no discrepancies or non-conformances recorded. Product was manufactured according to specification. Unable to determine root cause. A potential root cause was not determined.

Event description:
Leak test performed with methylene blue. Leak from the body of the port specially when the tube was stressed. Port removed. System flushed. Port replaced. Revision date in 2020 (delays due to covid, the port was recently returned). On (B)(6) 2019 - bubbly fluid was first noticed. Nurse raised this at the patient meeting where a plan was put in place for volume checks. Event first noticed when patient requested fluid check - 2.6mls found + 3 mls - 5.6mls - very bubbly fluid. On (B)(6) 2019 - bubbly fluid found, 1.4mls missing. On (B)(6) 2019 - clear fluid but lots of bubbles, should have 6mls but only 2.2mls found. On (B)(6) 2020 - xray was performed. Volume discrepancy found, only 1.5mls found and there should have been 6mls.